Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, and damaged drivers the analysis found that one cartridge was received for analysis. Upon evaluation of the cartridge, it was noted to have the right side fully fired, left side outer row fully fired and two inner rows partially fired. In addition the returned reload was disassembled to verify the condition of the internal components and it was found that cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon had a misfire on believed the first firing with a black reload on the manual 60 echelon. With the same device, he reloaded the device with green reloads and had no issues with the additional firings to complete the procedure. Case completed with same device; different reload. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:on the second firing with a black reload there was a misfire. 1 of 3 staple lines on the sleeve side formed. The first staple line closest to the sleeve formed the other two on the sleeve side did not form. The stomach side had all formed staples.